Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The following information was reported through the FDA's medwatch program, (B)(4). It was reported that the customer passed away due to diabetes mellitus. Prior to the customer's death, the customer had five appointments with the endocrinologist, primary care physician and diabetes educator. The customer had been diagnosed with diabetic ketoacidosis, secondary to an insulin pump malfunction. Nothing further was reported.